Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood and contrast or saline on the coils, which is consistent with the guide wire being handled outside the dispenser coil. Analysis confirmed the reported guide wire separation as the tip coil was separated from the tipball. The tip coils were stretched proximal to the separation for a length of 2 mm which is likely the result of the tip coils separation. The tip and tipball were still intact. Scanning electron microscopy (sem) analysis of the returned guide wire suggests that the guide wire failure may be attributed to detachment of the coils from the distal solder. The solder exhibited surface pitting. No evidence of a fractured surface was found on the coil. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. In this case, the reported tip separation appears to be related to product handling during preparation for use. Per progress instructions for use (IFU), preparation for use section: remove the guide wire from the dispenser by pushing the exposed section of the guide wire into the dispenser until the guide wire tip and a portion of the core exit the end of the hoop. Then grasp the core of the wire to remove it totally from the dispenser. Avoid damaging the fragile guide wire tip. Do not grasp the tip of the wire while removing it from the dispenser. Review of the device lot history record indicated no non-conforming material records for this lot. Additionally, a search of the complaint database indicated no related incidents. Based on this evaluation, there is no indication of a product quality deficiency. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the progress 120, 300cm guide wire was selected for use in an occluded peripheral artery procedure; however, before using the guide wire, it was observed that the guide wire tip coils were loose and tip core was exposed and separated. The device was not used on the patient. No additional information was provided.